Event description:
The facility reported an infusion pump with underinfusion or "low flow rate." It was not specified if this occurred while infusiing on a pt. The facility representative stated that no pt incident was associated with this report and no incident reports were filed since the last baxter service event. Info regarding pt demographics, medication involved and device prgramming was requested but none was provided.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -10.55% from the desired amount. A corrective and preventative action has been initiated.